Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s mother reports the insulin pump turns off, the display is black and suddenly turns on again. The mother was unable to troubleshoot the issue. She was advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected restart alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump was monitored for several days and no blank display anomaly or black display anomaly noted. No damage found on lcd isolation tape noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.